Event description:
The patient's mother reported when she programs a bolus on the patient's pdm (personal diabetes manager), she often receives a white box on the screen with a message that states the value is expired, and to update the pod. The patient's glucose levels were reported to have elevated to 286 mg/dl. No symptoms related to hyperglycemia were reported. The patient met with their clinical support team for troubleshooting; however, the problem persisted. No medical attention was required for the reported issue. The device was returned for investigation.

Manufacturer narrative:
The case description states that the user reported regularly receiving bolus calculation expired messages. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. The android log files contain records of many instances of the "value expired" message being generated. The engineering logs capture the last instance of the "value expired" message, which occurred on (B)(6) 2025. The engineering logs show that the user entered the application and navigated to the bolus calculator. Aid (automated insulin delivery) status data was initially loaded into the bolus calculator. Next, an updated aid status was retrieved, resulting in a time drift adjustment of the pod iob timestamp. Subsequent iob calculations used the new aid timestamp. The user proceeded to the confirm bolus screen to start the bolus, and the "value expired" message was generated due to a mismatch between the aid status data that was initially loaded into the bolus calculator and the aid data that was used for the bolus calculation. The returned controller was found to function as intended during testing. Multiple attempts were made to enter the bolus calculator and confirm bolus delivery; however, physical testing was unable to replicate the "value expired" message, indicating that a time drift adjustment did not occur during the bolus calculator's data loading process during testing. The investigation confirmed the timestamp mismatch caused by a pod time drift adjustment while the bolus calculator was loading resulted in the controller generating the "value expired" message. The exact cause of the aid status data mismatch occurring upon attempting to begin bolus delivery could not be conclusively determined. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.